Event description:
It was reported that non-sustained lead noise due to post-paced t wave oversensing on ventricular channel was observed via merlin.net transmission. Patient was asymptomatic. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.